Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The handle powered on and functioned normally. The analysis of the system logs show that the last activity was the adapter calibration, after which the screen supposedly failed. The reported condition that the instrument did not fire was not confirmed. The reported condition of display irregular was confirmed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed shutdown condition was determined to be a result of a software error. Improvements have been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. The analysis of the system logs show that the last activity was the adapter calibration, after which the system became unresponsive. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed shutdown condition was determined to be a result of a software error. Improvements have been initiated to prevent this condition from recurring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis procedure, at the third firing, the device handles screen suddenly split into up and down or flashed state, however the surgeon tried to continue firing the device but the firing stopped immediately. The surgeon then used another device to resolve the issue in order to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.